Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient visited the emergency room but was not admitted to the hospital. Treatment details were not reported. Pd therapy remained ongoing. At the time of this report, the patient was recovering. Though no breach in aseptic technique reported, the patient was retrained on proper aseptic technique. No additional information is available.